Manufacturer narrative:
The insulin pump passed the self test, reset error test and displacement test. No unexpected error alarms were noted. The insulin pump was received with a cracked case at the display window corners.

Event description:
It was reported that the customer received an excessive no delivery alarm from her insulin pump. The customer's blood glucose level was 93 mg/dl. Standard troubleshooting was performed. It was discovered that the alarm occurred before and after a battery change. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.